Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a coronary artery bypass graft procedure, the device thread broke. They changed the device to complete the case and resolve the issue. The patient is alive with no injury.